Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380- 2024 - 14640 - device 2 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the four infusion set was fell off during use. No further information available.